Event description:
The plaintiff was implanted on or about (B)(6) 2010 with an ams monarc sling to treat her stress urinary incontinence. It was alleged by the plaintiff's attorney that the product "has caused the plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the product caused the plaintiff to, "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.